Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a defective plug unit causing connection issues and ultimately no image. The most probable cause of the reported issue is traced to expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when plugged in the screen is black and there is no output during an unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.